Event description:
During the procedure a geenen sof-flex pancreatic stent was used. Once the package was opened the stent flap protector [used for compressing the flap during introduction into the endoscope channel] was noted to be missing. The stent was advanced into the endoscope without the flap protector. The stent tore in half during advancement over the wire guide because they didn't have the flap protector. A fragment of the stent that was missing was suctioned from the pt and discarded. Another geenen sof-flex pancreatic stent used to complete the procedure without difficulty. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the results of our lab eval confirmed the report that the returned stent is broken. The returned product was measured and found to be 4.75 cm. A new stent was obtained and the full length was measured and found to be 5.80 cm. Therefore, approx 1.05 cm of the stent is missing and was not returned for eval. It was noted that the missing portion of the stent was the distal end that contained the pancreatic flaps. It was also noted that the stent protector was not included in the return. In an attempt to determine how the breakage occurred a visual examination of the ends was conducted using magnification. The distal end exhibited a pinch mark and the end appeared to be slightly torn and was not a direct visual comparison of straight, smooth cut proximal end. The ends of an unopened/unused stent were also compared and the distal end of the returned stent were not visually similar. The unopened stent ends were extremely smooth and uniform in nature. No other discrepancies were observed on the returned portion of the stent - no cracks, breaks or kinks. An attempt was then made to distinguish any differences between a cut opposed to a rip. A portion of the returned stent was deliberately torn apart. The ends of the tear were not directly comparable to the distal end returned, the tear exhibited greater damage to the stent. The results of the eval were not able to determine how the stent was broken. The device history record for the lot number said to be reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The appropriate parts (including the stent flap protector) associated with this specific device were documented on the device history record. According to our records, the appropriate quantity was included during manufacture and packaging of this lot. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions and the condition of the returned product could not be duplicated in the lab setting. This limits our ability to conclusively determine a cause. The instructions for use states: if the package is opened or damaged when received, do not use. If an abnormality is detected that would prohibit proper working condition, do not use. The work order history for the complaint product was evaluated and no discrepancies were found to indicate that the flap protector was not present in the shipped product. Per the complaint report, the complainant states, "once the package was opened the stent flap protector [used for compressing the flap during introduction into the endoscope channel] was noted to be missing." The customer as per the report continued to use the product at this time. The positioning sleeve is used to collapse the duodenal flap on the stent and aid introduction into the endoscope accessory channel and the instructions for use provides info in regard to the use of the positioning sleeve. "Retain the positioning sleeve for use when introducing the stent flaps into the accessory channel" and "load positioning sleeve onto duodenal flap end of stent." Prior to distribution, all geenen pancreatic stents are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.